Event description:
A nurse at the user facility reports that following intraocular lens (iol) implant surgery, a scratch was noticed on the iol. The lens was exchanged in a second procedure. Additional information has been requested.

Event description:
Additional information was provided by the reporter. The scratch on thelens affected the pt's vision and that is why the lens exchange was performed. The lens was replaced with the same model one week following the initial procedure. The pt ahd a good outcome.